Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned device found blood visible in the guide wire lumen, on the stent implant, balloon and hub, consistent with handling and the stent delivery system (sds) advanced over a guide wire. The stent implant was returned dislodged from the balloon, confirming the reported information. There were bent proximal struts on the first row, bent distal struts on the first row and bent middle struts on the stent implant. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The tip length was measured and met manufacturing criteria. The stent outer diameter measurements were not taken due to the damage noted to the stent implant. The inability to cross a lesion can be affected by numerous factors including, but are not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was moderately calcified, which likely contributed to the failure to advance and subsequent damage to the stent, as there was no damage noted to the stent prior to use. It is likely that the stent interacted with the reported kink in the guiding catheter during retraction, contributing to further damage on the stent and ultimately the stent dislodging. To help ensure the reported difficulties are not related to a manufacturing deficiency, the balloon is checked for proper fold configuration, the stent is checked for proper strut dimensions, and the stent is inspected at multiple steps in the process for stent damage during the manufacturing process. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that may have contributed to this complaint and all lot release testing met manufacturing criteria. The reported failure to advance, difficulty removing the sds, and stent dislodgement appear to be related to the operational context of the procedure. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that after pre-dilatation, the promus rx stent delivery system (sds) was unable to cross the lesion site in the posterior descending artery. At some point during the procedure, the non-abbott guide catheter became kinked. During removal of the promus sds, the stent interacted with the kink in guide catheter which resulted in the stent dislodging. The guide catheter was removed with the stent still inside. The guide catheter was replaced with a new one of the same, and a new 3.5 x 15 promus was used to complete the procedure successfully. No adverse patient effects were reported. No additional information was provided.